Event description:
The facility's nurse reported three colleague infusion pumps that failed during pt use. The pt was critical, on a ventilator in an intensive care unit. There have been three triple channel pumps and two single channel pumps infusion approximately 12 drips to this pt. The pump was infusing dopamine and dobutamine. The pt was "taken down" for a cat scan and remained off the floor for approximately 1 hr and 15 minutes. When the pt was coming back to the ICU, all three triple channel pumps started to "scream" and went into failures. When the pt arrived to the room, the pumps were plugged and reset to clear the failures. The pump was reset and the infusions were restarted. According to the ICU nurse, no pt injury or need for medical intervention had been reported related to the event. No changes in the pt's status or in the pt's blood pressure occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding other medications involved, rates of the infusions, types of the failures, and set up of the infusion device. The device has been requested baxter quality management for evaluation but has not yet been received. Reference MDR 6000001-2005-00019 and MDR 6000001-2005-00006.